Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-jan-2024. The most recent information was received on 17-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a female patient who had essure inserted (lot no. 12277112-invalid) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion medically important), headache ("headaches"), fatigue (" severe chronic fatigue"), alopecia ("hair loss"), amnesia ("memory loss"), tendonitis ("tendinitis"), depression ("depression") and disturbance in attention ("lack of of concentration"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, headache, fatigue, alopecia, amnesia, tendonitis, depression or disturbance in attention. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77 kg. Lot number: 12277112 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a female patient who had essure inserted (lot no. 12277112) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion medically important), headache ("headaches"), fatigue (" severe chronic fatigue"), alopecia ("hair loss"), amnesia ("memory loss"), tendonitis ("tendinitis"), depression ("depression") and disturbance in attention ("lack of concentration"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, headache, fatigue, alopecia, amnesia, tendonitis, depression or disturbance in attention. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.